Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Were there any patient consequences? If yes, please explain? Status of the product.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. It was reported that the mesh appeared too creased and curled and therefore unable to be used. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/07/2020. Additional information was requested and the following was obtained: how was the procedure completed? Removed tvto, no further information from customer. Were there any patient consequences? No.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/02/2020. H3 analysis summary: received for evaluation was a part of one gynecare tvt obturator laser product code 810081l, batch number was not provided. The device received was manipulated. The implant was returned without the blister and its original packaging but both helical passers and the winged guide were present. The prolene mesh was streched and curled at its basis on one side. The defect seen during the product evaluation is aligned with the defect described in the event description. Nevertheless, the defect identified is not linked to a manufacturing issue.